Event description:
A home patient contacted baxter's technical service center for assistance regarding a check lines and bags automated peritoneal dialysis therapy. Per initial report, the home patient reuses their drain line extension sets for 5 days before discarding as per the instructions from their nurse. No patient injury or medical intervention was associated with this incident, per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient and home patient's nurse.